Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit in the hospital due to blood glucose (bg) level of above 600 mg/dl. The customer was treated with intravenous saline, insulin, potassium and antibiotics to resolve the issue. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, the customer had appendicitis that may have impacted bg. Additionally, customer reported using admelog insulin. Tandem customer technical support informed customer that admelog is off label per the user guide. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.